Event description:
Patient presented at the clinic in 2007 with implant extruded and it was subsequently removed.

Manufacturer narrative:
The patient is a female. The company learned that she had the device implanted in both lips in 2007. The doctor used scissors dissection and a stainless steel delivery cannula to place the device. On approx one and a half months later, the patient returned to the doctor and had the upper lip device "tucked in" at the ends (revision). The patient returned on three days later for a follow up visit. On a week later, the patient presented with device extruded from one end of the upper lip and the device was removed. The doctor reported that he thought he had initially placed the device deep enough. He also reported that there was no patient injury as a result of the removal. The device was inflated when removed. The doctor suggested that the tab on the device may have contributed to the event. Evera cannot confirm or reject this hypothesis. The company has changed the manufacturing process in order to facilitate the manufacture of different shapes of the devices, which has coincidentally eliminated the tab altogether. The device was not available for evaluation because evera medical found out about the event weeks after it happened and the device had already been discarded by the doctor. Review of production records show that the device met all other release criteria. Evera will continue to monitor the event and take appropriate action.